Event description:
Pump declared a cartridge change error. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Cts instructed the caller to inspect and clean the pump's components, but the caller could not successfully load the cartridge onto the pump. Therefore, cts assisted in filling and loading a new cartridge, but the issue persisted, leading to a referral to csa for further troubleshooting.